Event description:
It was reported on (B)(6) 2022, the nurse found that statlock was not fixed when checking the patient's PICC. She immediately checked the patent of the catheter. This situation may caused blood withdraw, causing economic waste and physical damage to patients.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1252 showed no other similar product complaint(s) from this lot number.